Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve implanted for 9 years and 6 months underwent a valve-in-valve procedure due to degeneration with severe stenosis. Patient presented with acute on chronic diastolic congestive heart failure. The procedure was performed with a 26mm 9600tfx mitral transcatheter valve. There were no complications of the procedure. Patient discharged on pod # 2.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 component codes, and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.